Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 15-feb-2018, a field service engineer confirmed that the customer cleaned and cleared gel crusts from the sample nozzle assembly, re-ran all quality controls (qc), and the ranges were all within acceptable range. The fse also conducted inspected and cleaned the sample nozzle assembly. The fse verified qc was within acceptable range with the customer. The aia-2000 instrument was functioning as intended. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints for serial (B)(4) was conducted from 06-jan-2017 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual, under appendix a4: error messages indicates the following: 2061 tip detachment failure by main arm cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The 2062 specimen level detection failure by main arm cause: no liquid level was detected even after the specimen dispensing tip was lowered to the bottom of the container. The measurement result will be flagged (ss flag). Solution: verify that the specimen is in the correct position and its volume is sufficient. If retry fails, contact tosoh service center or local representatives. The st aia-pack bhcg package insert under page 8 indicates the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event was due to a partially clogged sample nozzle assembly.

Event description:
On (B)(6) 2018, a customer reported quality controls (qc) result shifted > 2 standard deviations from the expected range on the aia-2000 instrument. The technical support specialist (tss) instructed the customer to run the sample nozzle assembly cleaning routine from the service maintenance software. Per the customer, the sample nozzle assembly had gel inside the nozzle, causing the clog. The tss had the customer use a needle to extract the gel from the nozzle and clean it with alcohol. Customer then ran a cortisol qc and results shifted within the acceptable range. On 15-feb-2018, the customer reported that qc is run once every 24 hours. On the morning of (B)(6) 2018, it was found that qc had shifted when it was being run by the departing night shift. The customer reported that during the evening shift error messages 2061 tip detachment failure by main arm, 2062 specimen level detection failure by main arm, and a64 sample insufficient flag were being generated with the aia-2000 instrument. The customer reported that a total of 125 patient samples were run after experiencing the errors. The customer repeated all 125 patient samples on (B)(6) 2018 on a second aia-2000 instrument in the lab and found that most of the repeated results were higher than the original results; ten (10) of the results were significantly different, e.g. A human chorionic gonadotropin (hcg) result from a dilution on (B)(6) 2018 was 183.3 miu/ml and 24606 miu/ml on repeat on (B)(6) 2018. Another hcg result from (B)(6) 2018 was 88.8 miu/ml and 6712 miu/ml on repeat on (B)(6) 2018. The customer reported that one (1) patient was diagnosed by the physician as experiencing a possible miscarriage. The patient was contacted to disregard the original diagnosis after the repeated result did not confirm the original result (refer to MFR number 8031673-2018-00164 / (B)(4)). The tss requested copies of all patient results; however, the customer did not release the information to tosoh. The customer requested service in order to verify proper aia-2000 instrument operation. There is no indication of any patient intervention or adverse health consequences due to this event.